Event description:
There was an allegation of questionable elecsys ft4 iii results for 1 patient sample on a cobas 6000 e601 module, serial number (B)(4). The initial result was 1.10 ng/dl. The repeated result was 6.71 ng/dl. The erroneous result was not reported outside of the laboratory.

Manufacturer narrative:
From the data and information provided and the analysis thereof, an overall product issue can be excluded. The investigation determined the issue to be consistent with an issue with the overall sample quality and pre-analytical handling issues.